Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/1061104 description: linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were redness, pain and low grade fever. Blood work was done and infection was noted. The patient was prescribed antibiotics. The infection was procedure related. The patient underwent an explant procedure.